Event description:
During procedures, this unit reboots. When this occurs, a back-up unit is used. There have been no pt problems. The number of procedures during which this unit rebooted is not known.